Manufacturer narrative:
It was reported that when a brite tip sheath was inserted in the femoral artery, resistance was felt. The brite tip sheath was removed from the patient and the distal tip was confirmed to be frayed. The device was replaced with a new sheath and the product was completed successfully. The patient¿s information was unknown. The target lesion was unknown. The patient¿s vessel level of tortuousness and calcification were unknown. The rate of stenosis was unknown. There was no reported patient injury. The product was clinically used. The device was stored per the instructions for use (IFU). There were no anomalies noted when the device was taken out of the package. The device was prepped per the IFU. There were no difficulties experienced prepping the device. There damage was not noted prior to the device being inserted into the patient. Additional procedural details were requested but are unknown. The product was not returned for analysis. Review of lot 17403545 revealed no anomalies during the manufacturing and inspection processes. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issue. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. According to the product IFU, users are cautioned that if increased resistance is felt upon insertion of the csi, investigate the cause before continuing. If the cause of the resistance cannot be determined and corrected, discontinue the procedure and withdraw the csi as was done in this case. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective or preventative actions will be taken at this time.

Event description:
It was reported that when a brite tip sheath was inserted in the femoral artery, resistance was felt. The brite tip sheath was removed from the patient and the distal tip was confirmed to be frayed. The device was replaced with a new sheath and the product was completed successfully. The patient¿s information was unknown. The target lesion was unknown. The patient¿s vessel level of tortuousness and calcification were unknown. The rate of stenosis was unknown. There was no reported patient injury. The product was clinically used and will not be returned for analysis. The device was stored per the instructions for use (IFU). There were no anomalies noted when the device was taken out of the package. The device was prepped per the IFU. There were no difficulties experienced prepping the device. There damage was not noted prior to the device being inserted into the patient. Additional procedural details were requested but are unknown.